Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 395 mg/dl. The customer¿s current blood glucose 185 mg/dl. The customer was treated with insulin pump and put a phosphorous strip and small dose of morphine. The customer also report the insulin flow blocked alarm and customer was reporting a past event. The insulin pump will not be returned for analysis.